Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found a cut in waste tubing at the differential (diff) mix chamber. The fse replaced the tubing and the rest of the mix assembly to resolve the diff ls offset error, incomplete diff results and the leak. Failure mode was a cut in the waste tubing at the diff mix chamber which caused the instrument to generate diff ls offset errors and incomplete diff results alerting the customer to an instrument problem. (B)(4).

Event description:
The customer reported to beckman coulter that while troubleshooting differential (diff) light scatter (ls) offset errors and incomplete diff (non-numeric results) on their coulter lh 750 hematology analyzer they noticed that about 5ml of fluid leaked under the instrument and onto the counter. The customer was unable to locate the leak source. The customer was wearing a laboratory coat, gloves, and glasses at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. There was no death, injury, or effect to patient treatment.